Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information: unknown / not provided. G4: premarket identification: k011028/k013227. H4: device manufacturer date: unknown / not provided.

Event description:
The doctor reports that the implant at tooth site 15 had to be removed due to a sinus perforation. Procedure not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation / functional test was performed, the implant had signs of wear/use. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 1266904. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1266904 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: non-integration: perforated sinus based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.